Event description:
Clinical study. Three days after a coronary artery drug-eluting stenting treatment procedure, the pt experienced a stent thrombosis and underwent a target-vessel re-intervention (tvr). The index procedure treated 1 target lesion. The lesion was a 3mm vessell diameter, 14mm long, with no calcification, moderate tortuosity, 95% stenosis, in the distal left circumflex (lcx) artery. The lesion was predilated with a medtronic sprinter 2x20mm balloon. The physician implanted 1 taxus liberte 3x16, drug-eluting stent (des). The pt was discharged 1 day post-procedure receiving aspirin and clopidogrel, the pt presented 3 days after the index procedure with a stent thrombosis with 100% stenosis and timi flow 0. A stent thrombosis was confirmed by angiography. Gbiib/iiia inhibitor infusion was started in the cath lab and it was stopped the next day. "The pt was dischargedtwo days later with following medication: clopidogrel 75 mg 1 1/2 tablets daily for 1 month and then 75 mg daily for 11 months and 250 mg aspirin daily for 1 year and then 100 mg daily. The pt returned to the hosp the next day because of unstable angina pectoris symptoms. Cardiac enzymes were in normal ranges. The target vessel was open, but there were a doubt of a proximal stenosis which was confirmed by pressure wire results." Pci was done, a tvr was performed on the distal lcx using an angioplasty balloon. Post-treatment lesion was 0% stenosis and timi flow 3. The pt was discharged two days later on former medication without angina symptoms. The physician indicated there was a relationship between the implanted taxus stent and the event. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to determine how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch, namely top assembly batch #8531760, found that the device met its material, assembly and product specifications, at the time of release to distribution. No further corrective action is planned at this time. All relevant personnel have been notified of this complaint. We will however continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality.